Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that after playing a sport, the patient required medical intervention due to hypoglycemia. The patient experienced symptoms of disorientation and incoherence while wearing the pod longer than 48 hours. Her teammates called and ambulance and paramedics treated the patient with a glooko injection and an intravenous drip. Patient was unwilling to go the hospital and was treated on site.